Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 1000mcg/ml baclofen at 280mcg/day. It was reported that the pump was moved from right lower abdomen to the left lower abdomen on (B)(6) 2020. The patient was doing well until fluid started accumulating in the former pump pocket. The patient was taken to the operating room and fluid was found in the old pump pocket and new pump pocket. The hcp found that the catheter was broken and the pump was flipped. The catheter was partially replaced. A new sutureless connector and catheter segment was attached to the spinal segment of the old catheter. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-13, additional information was received from the manufacturer representative (rep). The rep stated that the cause of the pump flipping after being moved was unknown. It was noted that the physician "did mention she [was] wheelchair bound".